Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported that after insertion into the introducer sheath, a contralateral leg component would not advance into the contralateral gate. The device was advanced and rotated multiple times during attempts to insert the device into the gate, but these attempts were unsuccessful. A decision was made to remove the device from the patient. It was reported that during withdrawal through the sheath valve, the device became caught, and it was reportedly noted the catheter had completely separated at the trailing olive. The delivery catheter was removed, and forceps were used to clamp the device and remove it through the sheath valve without difficulty. Another device was used to complete the procedure. Final angiography showed complete exclusion of the aneurysm, and the patient tolerated the procedure.